Event description:
It was reported the programmer will not boot up and displayed an error message. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device will not boot to medtronic software, but displays an error. (B)(4): analysis found that the cable was out of specification.